Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on with blood glucose of 0 mg/dl at the time of the incident. The customer stated the incident happened years ago with an older pump. The customer did not mention how they were treated. The customer experienced symptoms such as a seizure and fast heart beat. The customer was wearing the insulin pump during the incident. The customer had seen their reservoir about to fall out of the pump, screwed it back in, and went to sleep. Troubleshooting was not completed as this was a past event. The insulin pump will not be returned for analysis. Frn-unk-rsvr. Unomed set.